Manufacturer narrative:
The exact event/procedure date is unknown, based on the information provided indicating that the issue occurred in (B)(6) 2018, the event/procedure date has been populated as (B)(6) 2018 for this complaint.

Event description:
It was reported that halfway through a procedure, the fiber broke and became end firing. No information available on how the procedure was completed. No injury reported.